Manufacturer narrative:
The ICD is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a normal implantable cardioverter defibrillator (ICD) implant procedure that was not under general anesthesia. The patient later presented with hypotension and pulseless electrical activity. The patient was being monitored and no ventricular tachycardias were noted. Pericardial effusion was also eliminated. Interventions were performed and subsequently, the patient died. The final diagnosis for the cause of death was acute myocardial infarction. The ICD was interrogated and no issues or errors were found. The physician has no allegations against the functionality of the device or that it caused or contributed to the patient's death. An autopsy will not be performed.